Manufacturer narrative:
This issue was previously submitted under MFR report# 3002809144-2016-00020, which was incorrect. This corrected MDR is being submitted with the correct manufacturer's report number. The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected. This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. Patient identifier (complete): (B)(6) testing of prism hcv lot 51555li00 could not be performed as this reagent lot expired on 28 december 2015. Two returned samples (ID (B)(6)) were received and tested with prism hcv reagent lot 63104li00 (since the lot used by the customer expired). The results were (B)(6) for ID (B)(6). Since both samples were (B)(6) with the prism hcv assay we could reproduce the observation made by the customer. Further supplemental testing was then performed. Vidas anti-hcv and diasorin liaison hcv ab assays were (B)(6) for both samples. Mikrogen recomline blot detected the bands core (B)(6) for sample ID (B)(6) and the result was (B)(6). Mikrogen recomline blot detected the (B)(6) for sample ID (B)(6) and the result was (B)(6). Innolia score detected the bands (B)(6) and the result was positive for sample ID (B)(6). Innolia score detected the bands (B)(6) and the result was indeterminate for sample ID (B)(6). In conclusion supplemental testing results were discrepant. Therefore, the hcv antibody status is unclear for both samples. Analytical sensitivity was evaluated using lot 63104li00 with five members of a sensitivity panel and the positive run control on one prism analyzer. All results met specifications. Clinical sensitivity was evaluated using this same lot with two commercially available seroconversion panels. All results met specifications. The prism hcv assay package insert contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The product is performing as intended and no product issues were identified. As an adjunct to the reagent evaluation, the service history for abbott prism analyzer serial number (B)(4) was reviewed and did not identify any service-related instances that could have contributed to the customer observed issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Event description:
On (B)(6) 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) prism hcv results for a donor unit. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6) results of (B)(6). The sample was then sent to the (B)(6) for confirmatory testing where the sample generated (B)(6) results with the architect anti-hcv assay, the architect hcv core ag assay with indeterminate immunoblot results (B)(6). (B)(6) then pulled an archived sample from this same donor ((B)(6)) and tested this sample on the roche platform where a (B)(6) result of (B)(6) was generated. This same sample had generated (B)(6) results on (B)(6) 2015 with the prism hcv assay and with a nat methodology. Further confirmatory results are pending at (B)(6). Red blood cells were distributed from the (B)(6) 2015 donation for medical use. There is no information provided on the donor or any recipient of the blood product from this donation. Notification to the competent authority was received by abbott after the prism analyzer was removed from this site. Confirmatory testing results for this patient sample were received on (B)(6) 2016. The following was provided: archive sample ID (B)(6) confirmatory date: (B)(6) 2016 confirmatory results: - architect anti-hcv (B)(6) - hcv core ag (B)(6) - immunoblot (B)(6).